Event description:
During an av fistulogram, an angioplasty was attempted. The balloon was inflated to 12-14 atms. At this point, the entire balloon detached from the catheter. Catheter was removed. Retrieval was attempted unsuccessfully. Pulmonary arteriogram performed to rule out balloon migration to the lungs.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, balloon. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.